Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed. The field service engineer (fse) reset the internal network interface card (nic) and rebooted the system. Fse observed the customer successfully recovered the drawer and refill the pocket after the reboot. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed and required maintenance. The customer attempted a reboot and recovery, then unplugged and replugged the power cable, and also opened the back panel to check the system; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.